Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reportedly had a stroke in 2009 and has been under very high stress level since. Around (B)(6) 2011, the patient was having many high blood glucose episodes. Her doctor advised her to adjust her own basal rates. When her blood glucose was 400 mg/dl, the patient reportedly made her own basal rate on her own accord and received a low blood glucose reading of 30 mg/dl on (B)(6) 2011. Upon arrival, the paramedics treated the patient with IV glucose. The patient refused to be taken to the hospital on the day of concern. The paramedics provided the patient with treated until her blood glucose was at 244 mg/dl. Before the paramedics left, the patient was advised to eat. During troubleshooting, the animas representative assessed the patient's incident by evaluating the animas pump. The advance features are programmed according to the patient's usage. The date and time was confirmed to be correct. However, the patient did not have her basal segment well regulated. When the animas representative went over the history of the animas pump, it was discovered that the patient tried to fix her basal rate but reportedly went into the wrong menu and accidentally took bolus insulin instead. The patient agreed that her hypoglycemia may have been attributed to the over bolus insulin dose at 12:05 am on (B)(6) 2011 which lead to the subsequent hypoglycemic episode at 3 am. The animas representative advised the patient to follow-up with her doctor to establish a basal rate and to determine what her pump setting should be. There was no evidence that the animas pump had malfunctioned. The reported issue was resolved with training. This complaint is being reported possible due to a user error and because the patient reportedly received treatment for a hypoglycemic episode while she managed her diabetes with the animas pump.